Event description:
The trauma patient had a right patellar fracture and the physician indicated that the patient did not need a surgical repair and that the patella would heal with an immobilizer. The patient was to wear the knee immobilizer except when lying in bed. On the 9th day of hospitalization, a stage 2 pressure ulcer was discovered on the patient's right posterior thigh (under the knee immobilizer). A clinician had noted that the patient was seen the day before with his bed in the chair position and no support under the knee immobilizer. The clinician indicated there would be a lot of pressure on the posterior side of his thigh from the metal stays on the immobilizer. After the discovery of the pressure ulcer, the immobilizer was modified by bending the metal stays further away from the leg on the proximal end. Padding was added to the proximal end for extra padding as well. Communication was posted for nursing to support/elevate the right foot at all times to prevent the immobilizer from placing pressure on the posterior aspect of the thigh. By the 14th day of hospitalization the pressure ulcer appeared to be healing.